Event description:
Additional information obtained indicates a revision surgery has been performed. Further details have been requested regarding the revision surgery.

Manufacturer narrative:
Please review attached for investigation results. (B)(4).

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A clinical analysis indicated based on the information provided, currently unable to rule out nail length in the presence of a highly comminuted, unstable distal femoral fracture, delayed/incomplete bony union and delayed physical therapy as possible contributing factors to the migrated screw (B)(4) and the broken distal screw (B)(4). The patient impact beyond the reported somatic pain, screw migration/fracture and revision/removal of the remaining proximal and distal screws cannot be determined. No further medical assessment can be rendered at this time. Without the actual product involved our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported the patient presented with pain. It was discovered that one of the screws has broken and a revision surgery is required. Revision has not been performed at this date.